Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump emitted a 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: no call service 064-0001 alarms (occlusion during prime) observed in black box. Black box overwritten since complaint date of (B)(6) 2015. Rewind, load and prime steps performed successfully. The pump was exercised for 24 hours with no alarms occurring. Opened pump; found no evidence of moisture or other motor error inducing conditions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).